Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had a conversation through the phone with the customer and they stated after calling getinge, they realized they had new batteries in stock & chose to install themselves. At that time the unit was charging & they would run another battery test before calling the fse back. If the issue was resolved at that point, they were going to decline getinge service for this unit. The customer called the fse back later on and stated that their repair has passed the battery runtime test. The customer cancelled getinge service. H3 other text : service cancelled by customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery testing.